Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when a nurse was troubleshooting an air in line alarm she removed the tubing from the pump to see if it would flow. When it did not flow the nurse stepped away to get a syringe, but had closed the roller clamp on the tubing. When she returned she found that a secondary infusion of potassium 20 meq had completely infused. The doctor was notified; a stat EKG, frequent vital signs, and continued telemetry monitoring were ordered. The customer described this event as "human error" and stated that the nurse thought she had clamped the tubing before she left the room.